Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Upon removal of the screwdriver from the pacemaker header, the screwdriver remained fixed on the tip. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.